Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter stopped working. Data was evaluated and the allegation was confirmed as a transmitter fatal error was discovered. The probable cause was determined to be low transmitter battery. The reported event of a transmitter not working is reportable based on the finding of a transmitter fatal error. No injury or medical intervention was reported.